Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter contacted a nurse regarding an issue with foam sponges that were falling out of the minicaps during use. The nurse stated they would save any future samples and lot numbers and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.